Event description:
The customer reported an error message when the camera was plugged in during inspection for use involving an Olympus Autoclavable Camera Head. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: Communication Error E224.A definitive root cause could not be identified. Based on the results of the investigation, the cause was due to a faulty cable and connector.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.